Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the failure. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor did not pass incoming functional testing.